Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Reported observation could not be confirmed by analysis. Lead meets specification. Laboratory testing did not identify any lead characteristics that would lead to the reported observation.

Event description:
Boston scientific received information that this left ventricular lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. Reportedly unable to advance lead. Styles could not be advanced thru lead. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.